Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that at 2:04 p.m., he obtained blood glucose readings of 3.1 mmol/l on the contour next one meter and 10.7 mmol/l on the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9kpeg09a for evaluation. Blood testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.